Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turned off and did not turned on after inserting new batteries as well as insulin pump had multiple pump error alarm with failed battery test alarm. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was able to successfully clear the alarm. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement, sleep current measurement and self test. All buttons functioning properly and electrical board was locked properly during visual inspection. No unexpected failed battery test or battery failed alert noted during testing. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin6, keypad assembly. Also, software error detected alarm found in the insulin pump history due to software error.